Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported one lead was exhibiting high impedances and unable to provide effective therapy. The patient experienced uncomfortable stimulation with the second lead. Surgical intervention was undertaken wherein the leads were explanted and replaced.